Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after the catheter inserted, the pump alarmed balloon pressure is too high and the balloon can not inflate completely, change the second catheter. The second catheter was inserted and the balloon also can not inflate completely. Change the third catheter". No patient harm or injury. The patient status is reported as "fine". See associated MDR 3010532612-2026-00473.